Manufacturer narrative:
(B)(4). Batch # unknown. Customer retaining device. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  Additional information was requested, and the following was received: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? When was the staple retaining cap removed? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? Were any staples present? If so, please describe staple form? Was the transection attempted in one or multiple firings? Can it be confirmed that the colostomy will be permanent or temporary? Response: additional information is not available per the account. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a low anterior resection the device was placed across the rectum and fired. The device cut but did not staple. The patient received a colostomy that could be permanent. There is no additional information at this time. The procedure was still in process. No additional information available at this time.